Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory, according to provided logs. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory, according to provided logs. Further, the configuration was lost while the internal batteries was swapped on the ventilator printed circuit boards. The ventilator was investigated by our field service engineer on site and the configuration was downloaded which solved the issue. The device passed pre-use check and was cleared for clinical use. No parts have been replaced nor returned for technical investigation. The root cause to the reported issue was due to loosing the ventilator configuration while replacing the internal memory batteries.